Manufacturer narrative:
The complaint describing a leak on the headset was not verified. The headset meets product specifications. The used infusion set was visually inspected and tested for flow and tightness. All test results were within specifications.

Event description:
On (B)(6) 2013, the pt reported that the headset on the pt's infusion set was leaking. The pt administered 16 units of insulin via the infusion device and then he detected that the self-adhesive at his infusion site was well. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.